Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited farfield oversensing. An invasive procedure was performed to add an epicardial rate/sense lead to the existing system. During the procedure, prior to connecting the rate/sense lead, an inhbition of pacing was noted. The patient is pacemaker-dependant.